Event description:
It was reported that balloon deflation failure occurred and ischemia was experienced. A 1.50mm x 15mm emerge¿ balloon catheter was advanced to dilate the lesion. The balloon was inflated one time under normal pressure for 2-3 seconds using a non bsc pressure pump. The physician used the pump again to deflate the balloon, but failed. The physician used another non bsc pressure pump, but still failed. Physician tried to inflate and deflate the balloon several times until most part of the balloon was deflated. The patient experienced ischemia during the procedure. The balloon was removed and the procedure was completed with another of the same device. The patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter. The catheter was received in five pieces. There was blood in the wire lumen. There was 7cm of inner shaft flattened on the distal end of the device. The hypotube shaft was completely separated and received in five pieces 19cm from the hub with segments measuring 10cm, 23.5cm and 53cm the hypotube was also separated 14cm from the guidewire exit notch. The fracture faces were oval as if kinked prior to separation. There were numerous hypotube kinks. There was no visible damage or irregularities to the distal balloon bond, proximal balloon bond and outer and inner shaft. The balloon was loosely folded. An inflation device filled with water was connected to the remaining distal end of the device by attaching a tuohy and a stopcock to the fractured hypotube. The device was inflated to the rated burst pressure for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other anomalies when inflated to the rated burst pressure . Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon deflation failure occurred and ischemia was experienced. A 1.50mm x 15mm emerge¿ balloon catheter was advanced to dilate the lesion. The balloon was inflated one time under normal pressure for 2-3 seconds using a non bsc pressure pump. The physician used the pump again to deflate the balloon, but failed. The physician used another non bsc pressure pump, but still failed. Physician tried to inflate and deflate the balloon several times until most part of the balloon was deflated. The patient experienced ischemia during the procedure. The balloon was removed and the procedure was completed with another of the same device. The patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).